Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 392 and 254 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1 :195mg/dl date: (B)(6) 2018 time:12:40pm not fasting; result 2 :192mg/dl date: (B)(6) 2018 time:12:40pm not fasting; result 3 :181mg/dl date: (B)(6) 2018 time:12:48pm not fasting; result 4 :392mg/dl date: (B)(6) 2018 time:12:40pm fasting; result 5 :254mg/dl date: (B)(6) 2018 time:07:15pm fasting.

Event description:
Consumer reported complaint for high blood glucose test results. Friend is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 392 and 254 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is 07/11/2018. The meter memory was reviewed for previous test result history (date/time not set): result 1 :195mg/dl, date: (B)(6) 2018, time:12:40pm, not fasting; result 2 :192mg/dl, date: (B)(6) 2018, time:12:40pm, not fasting; result 3 :181mg/dl, date: (B)(6) 2018, time:12:48pm, not fasting; result 4 :392mg/dl, date: (B)(6) 2018, time:12:40pm, fasting; result 5 :254mg/dl, date: (B)(6) 2018, time:07:15pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care. Correction: add on h10 the mlurc for the complaint.